Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. The lesion was eccentric in shape, 'indented' and contained 'bumps'. The physician advanced the 15mm x 2.50mm apex monorail balloon catheter to predilate the lesion. The balloon was inflated two times to unspecified atms. During the third inflation, the balloon was inflated to 12 atms and ruptured. Another of the same device was used to complete the procedure. No patient complications were listed and the patient's status was reported as 'good'.